Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2018 at 10:30 am due to diabetic ketoacidosis. The customer reported that they were treated and got released. The customer stated that they experienced high blood glucose levels. The customer stated that they were hospitalized due to high blood glucose levels of ranged from 22.0 mmol/l to 33.3mmol/l two weeks prior to the hospitalization. The customer stated that the cause of hospitalization was that the cannula had come out of the body and it was above the adhesive patch. The customer that they were treated at the hospital. The customer also stated that they also experienced low blood glucose levels of 2.3 mmol/l while being of the insulin pump and being treated at the hospital. The customer's mother reported that the lip ring of the insulin pump came off and was broken. The customer stated that the reservoir was able to lock in place when inserted in to the insulin pump. It was reported that the customer had current blood glucose levels of 9.4 mmol/l. The customer was advised to replaced out the insulin pump. Troubleshooting was performed. The self test was performed on the insulin pump. The insulin pump received error alarm. The insulin pump is expected to return for analysis.